Event description:
It was reported that the patient presented aseptic loosening and pain on his right knee several years after tkr. Knee prosthesis was removed on revision surgery and antibiotic beads were implanted.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of the complaint history revealed no prior complaints for the listed lots. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. Our clinical/medical team concluded: based on the information available, it is unknown if the osteolysis led to the loosening or the loosening and inflammation led to the osteolysis therefore the root cause of the ¿aseptic loosening¿ and osteolysis is unknown. Based on the cultures, white count, sed rate and crp it is not believed to be infection. Only the operative report was submitted for review. No current patient information has been submitted at this time. Without the actual products involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.